Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly and a drive support/motor anomaly. Blood glucose level at the time of the incident was 300 mg/dl. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery alarm, insulin flow blocked alarm or delivery anomaly noted during testing. Motor passed the motor test. Drive/motor was inspected and no drive/motor anomaly was noted. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit passed the dat test at 0.08715 inches. Unit was received with cracked battery tube threads, scratched case, missing display window cover, minor scratched lcd window and cracked select button keypad overlay. No unexpected smell inside reservoir compartment noted.